Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including running daily, weekly, and monthly self tests, on/off current, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The g5 main board will be replaced as a precaution. The device will be recertified and returned to the customer. The g5 operator's manual advises users of the appropriate operating and storage conditions for temperature and humidity of the device. Our experience with this kind of error is that high humidity conditions can contribute to the occurrence of the error. Analysis for reports of this type has not identified an increase in trend.